Manufacturer narrative:
Concomitant medical products: product ID: 355027, lot# n570345, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 355027, lot# n570345, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n479152, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative indicated that the healthcare professional (hcp) reported that the lead location was not optimal and therefore was not providing adequate coverage for pain relief for the patient. The patient's pain level was not improving following surgery. X-rays verified that the leads were too lateral for targeted pain areas. Reprogramming sessions were scheduled to attempt to work with the current lead placement and avoid a surgical option. The patient's pain level had not improved following several reprogramming sessions. The patient's physiology had preventing surgeon from driving the leads to the proper location. The physician used two lead revision kits for the stiff stylets and all the stylets in the implant lead kits. All were coming back corkscrewed and bending inside the patient. When the surgeon finally was pleased with lead placement, upon withdrawing the stylet from the lead, the stylet was stuck and did not pull out easily. Force was necessary and as a result the lead shredded. The leads were explanted and replaced.